Manufacturer narrative:
Citation: schwietz t. Occurrence and prognostic impact of systemic inflammatory response syndrome in transfemoral and transapical aortic valve implantation with balloon- and self-expandable valves. Eurointervention. 2015 apr;10(12):1468-73. Doi: 10.4244/eijy14m06_05. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the occurrence and prognostic impact of systemic inflammatory response syndrome in transfemoral and transapical aortic valve implantation with balloon- and self-expandable valves. All data were collected from a single center between january 2009 and july 2011. The study population included 192 patients (predominantly female; mean age 80 years), an unspecified number of whom were implanted with medtronic corevalve® (serial numbers not provided). It was reported that nine patients who expired within the initial 48 hour period post-implant were excluded from the study; no cause of death was reported. Based on the available information, none of the deaths were attributed to medtronic product. It was reported that 10 patients were excluded from the study population due to conversion to open heart surgery during the implant procedure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.